Manufacturer narrative:
To date, no samples have been received and a root cause for this incident has not been identified. If samples are received at a later date, a supplemental report will be filed upon completion of the investigation.

Event description:
While recapping the stopper, the lip of the tube broke and sliced the technologist's right pinky finger. The piece of glass from the tube penetrated the glove. The patient specimen was hiv positive. The technologist has been receiving all the required anti-viral drugs according to hospital requirements.